Manufacturer narrative:
This complaint was filed as MDR due to reported needlestick injury incurred to employee whereby she took prophylactic medication for two days as the patient initially refused post exposure testing for communicable disease. Later on, the patient eventually agreed to be tested and he was found negative for communicable disease and hence the employee stopped taking the prophylactic medication after two days. However, due to the "medical intervention" involved, jmss decided to report this case to usfda. Based on our investigation, we could not identify any root cause of such defect in our manufacturing process. Review of our DHR and preserved samples showed that no discrepancy was reported of similar defect or any defect that would affect the retraction performance of the set. We believe that this might be related to end-user's usage method of the product.

Event description:
Facility reported "unable to engage safety mechanism when removing needle from patient resulting in needle becoming exposed out of safety mechanism and contaminated needlestick to staff member." Health care worker (hcw) information: (B)(6); age at that time: (B)(6); gender: female; (B)(6).